Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump was damaged. Blood glucose reading was 345 mg/dl. Customer declined troubleshooting for high blood glucose. The damage occurred when the insulin pump was dropped from a counter. The damages were cracks located at the top of the battery compartment and the back of the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.